Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was unable to prime. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were multiple loss of prime alarm warnings observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins.